Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure the cx, lad and lm were treated with resolute onyx stents. It was reported that on the same day post procedure the patients troponin levels were elevated. Cec assessed the event as a non q wave mi (target vessel), mdt extended historical peri-pci.

Manufacturer narrative:
The patient is a previous smoker. The index procedure was prompted by unstable angina. During the index procedure two resolute onyx stents were implanted into the cx, one resolute onyx was implanted in the lad, one resolute onyx was implanted into the left main and four euphora balloons were used to treat the cx. The mi occurred in the lcx, lad and left main. If information is provided in the future, a supplemental report will be issued.